Event description:
(B)(4). Initial report received on (B)(6) 2008 from a physician via a company rep, additional info from the pt the same day. A (B)(6) female pt with unspecified past medical history, had received one injection of poly-l-lactic acid (sculptra) for hollowed cheeks in (B)(6) 2007. No concomitant drug was mentioned. In (B)(6) 2007, the pt developed nodules without any inflammatory signs (2cm in diameter but not much visible) i.e. One under right eye and others on cheeks. Corrective treatment performed on (B)(6) 2008: intranodular water injection (4 ml) for nodules localized on cheeks. At the time of the report, outcome was ongoing. Pt visit with the reporting physician was planned for (B)(6) 2008. Further info is awaited. Unk batch #. F/u info received on (B)(6) 2008. On (B)(6) 2008, the pt received one injection of poly-l-lactic acid (sculptra) batch # a7017. One month later (contradictory data with first info), she experienced sub-cutaneous nodules at injection site, the reporter mentioned the diagnosis of post infectious granuloma and underlined the pt signaled it with a six month delay. At the time of this report, the pt had not yet recovered. The reporter assessed the causality of sculptra as probable. No further info was provided.